Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no defects were found with buttress/compr-nut f/pfna blade. All the threads of the buttress looks intact. The dimensional inspection was not performed for the buttress/compr-nut f/pfna blade as it's not pertaining to complaint condition. The functional test was performed to assemble the buttress on the protection sleeve and the nut was easily able to rotate across the threaded length of protection sleeve without skidding or slip on the sleeve. So the device functions as intended without any issue. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the coded "unable to assemble" condition of buttress/compr-nut f/pfna blade cannot be confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: : 356.817. Lot: 7796385. Manufacturing site: bettlach supplier: n/a release to warehouse date: 03 april 2012 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 the patient underwent the open reduction internal fixation surgery with the proximal femoral nail antirotation (pfna) for the trochanteric fracture with the protection sleeve, the inserter and the buttress/compression nut in question. During the surgery, the surgeon recognized an approximately 1 ~ 2 mm gap between the protection sleeve and the inserter when inserting the blade and continued tapping the inserter with a hammer to fill the gap. Because of the continued hammering, the protection sleeve entered the lateral cortical bone, and the blade was placed in the lateral cortical bone as well. The surgeon was concerned that telescoping might occur after the surgery, so he removed the blade once and reinserted it. The surgery was completed successfully within 30 minutes delay. After surgery, the surgeon commented that the buttress compression nut might have rotated during hammering. Concomitant devices reported: unk - impaction instruments: hammer/mallet: trauma(part# unknown, lot# unknown, qty 1). This report is for one (1) buttress/compr-nut f/pfna blade. This is report 1 of 3 for (B)(4)..